Event description:
Customer reported that after treatment the recorded beams were not recorded in mosaiq.

Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. The investigation was completed by conducting a thorough evaluation of the product and the reported information. According to machine and audit logs, a field was entered for treatment verification and the machine transitioned to a ready state. The sdd logs were reviewed and confirmed that the prescribed mu was delivered successfully to the field which the customer already manually recorded. There was no patient mistreatment. Mosaiq did not have any malfunction and was working as designed and intended. For an unknown reason, mosaiq never received data from the linac indicating the beam was being delivered. As a result, mosaiq did not record a treatment for the field. Mosaiq is only able to record according to what it receives from the machine.